Event description:
It was reported that customer experienced cgm error 42 while using g7 sensor with pump. There was no reported impact to the customer¿s blood glucose level. Technical support provided full pump reset instructions, guided customer through reset, and confirmed that error did not recur, after which customer successfully started sensor session.